Manufacturer narrative:
(B)(4). Conclusion: based on the photographic evidence, the event description details and the ability to replicate similar failures, the belief is that the cause of this complication may have been excessive force applied to the device jaws during firing and/or firing over another clip. Physical device analysis of the subject er320 may provide additional evidence to what may have caused this complication. The hands-on analysis results of the er320 device found that it was received for analysis. The returned device was noted to have the jaws misaligned and yielded. In an attempt to replicate the reported incident, the device was tested for functionality. Upon firing of the device, 2 clips were not properly fed into the jaws and due to the misaligned condition of the jaws 4 scissored clips were formed. Possible causes for the condition found may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. It is known from the history of the device that the yielded condition of the jaws may lead dropping/ejected clips. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during an unknown procedure, the clips did not fire properly (the clips were not secured properly on tissue). The case was completed with another device of the same product code. There were no patient consequences reported.